Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024 due to extrusion of the receiver/stimulator. It is unknown if there are plans to reimplant the patient as of the date of this report.